Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead could not be extended. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.